Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that a crack in the cap (white). When we irrigated the liquid flowed. We had to place a new ¿gripper¿ so another poke to the patient. The "gripper" was removed and a new one from another lot was placed. The incident happened on the pediatric unit. No patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking infusion set is confirmed and was determined to be supplier related. One 20 ga x 0.75 in. Safestep infusion set was returned for evaluation. An initial visual observation revealed blood use residues throughout the returned infusion set. The safety mechanism was advanced over the needle tip upon the return of the device. Two opposite, longitudinal cracks were observed along the white luer of the y-site. A functional test of attempting to infuse water into each luer of the returned infusion set using a 12 ml syringe revealed a leak along the y-site luer. A microscopic observation revealed a longitudinally aligned crack along opposite sides of the y-site luer. It was determined that the cause of the failure is related to the manufacture of the device. This complaint has been forwarded to the manufacturing facility. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that a crack in the cap (white). When we irrigated the liquid flowed. We had to place a new ¿gripper¿ so another poke to the patient. The "gripper" was removed and a new one from another lot was placed. The incident happened on the pediatric unit. No patient injury. No other information was provided.